Event description:
Customer reported that nineteen erroneous thgabii (thyroglobulin auto antibodies) results were generated by the unicel dxi 800 access immunoassay system. The customer became aware of the issue upon receipt of reflex testing which did not correlate. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested with a new reagent pack and the results obtained were within the normal reference range. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse performed a type 1 hardware verification test; the result met specification. Accordingly, no conclusion can be drawn. This is one of 19 (nineteen) medwatch reports being submitted as the event involved 19 separate pt results. Reference the below MDR numbers for all associated events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.